Event description:
It was reported that the patient presented to the hospital with a complaint of dizziness. The implantable cardioverter defibrillator (ICD) was unable to be interrogated and the was no observable pacing output. Premature battery depletion was suspected. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of no output, failure to interrogate and premature discharge of battery were confirmed. The device was received with no telemetry communication and no output. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, isolated to an integrated circuits (ic) anomaly, which depleted the battery and resulted in the reported events.

Manufacturer narrative:
Correction: the 5-day box was erroneously selected in section g6 - type of report in the initial report. The boxes that should have been selected are initial and 30-day.